Event description:
It was reported that the touch pen was not align to the buttons on the programmer and the company representative needed to press about two inches away. The caller calibrated the touch pen and replaced the touch pen with no positive results. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).